Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor with low fluid readings to be the cause. The failed upstream sensor was replaced. (B)(4).

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). The customer stated that the device experienced 11 upstream occlusion alarms within a 24 hour period, which were discovered through a customer review of the event history log. The customer also stated that there was no patient injury or medical intervention provided as a result of the reported events. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.